Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol). Moreover, patient presented to emergency room for feeling poor. Additional information received indicating that the patient was experiencing diaphragmatic stimulation before change out. This device was explanted. No additional adverse patient effects were reported.